Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited extended charge times. During device change out on (B)(6) 2025, it was observed that the atrial lead showed a drop in pacing impedance and a failure to sense. The device was explanted and the lead was capped. The patient was stable.

Manufacturer narrative:
The reported event of slow charging was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Electrical testing was performed, and no anomalies were noted.

Manufacturer narrative:
Correction to h6 investigation type to reflect device return.